Manufacturer narrative:
(B)(4).

Event description:
A pediatric patient in (B)(6) was undergoing continuous renal replacement therapy (crrt) on a prismaflex control unit. During treatment, the heparin in the heparin syringe was reportedly delivered over the course of 6 hours instead of 24 hours as intended which resulted in a prolonged aptt. The patient also had an estimated blood loss of 279 ml when the blood in the extracorporeal circuit was not returned following termination of three consecutive treatments resulting in a decrease in hemoglobin. Following these events, the patient was transfused with a unit of blood.